Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left side of the superior femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was selected to dilate the target lesion. After crossing the guidewire to the lesion the balloon catheter was advanced to the lesion. During dilatation it was notice that the did not go any further than 4 atmospheres. The device was removed from the patient and they noticed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).